Manufacturer narrative:
The device has been received, and is currently under evaluation. The device evaluation and any additional findings will be provided on a 'follow-up' form 3500a upon conclusion of the device evaluation.

Event description:
Customer was using the heating pad on her neck and shoulder while seating with her back up against the heating pad in a recliner. Customer said that the thermostat didn't work from the moment she bought it, but was too busy to send it back. Customer was not injured and really appreciated us calling to check on her and ask about the problem. She really likes the new heating pad. We discussed proper use of the heating pad and she now knows not to lean up against it. She also understands that if the thermostat isn't working, she should contact the company immediately.